Event description:
Patient for laparoscopic repair of incisional hernia with mesh. During the procedure, a piece of black rubber from the balloon trocar broke and fell into patient. Piece was retrieved and there was no harm to the patient. Device was sent to central sterile company for evaluation.